Event description:
Neurospecialist reported for the user facility that the threaded portion of a bolt broke after just one turn of the wing nut during insertion of the 110-4b catheter into the patient's head. The physician removed the entire catheter system and replaced with another 110-4b catheter in the same hole in the head. There was no patient injury reported. The catheter has been discarded. The bolt which was what broke was available for investigation. The lot number was not available at the time of this report. Further information has been requested from the user facility.